Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported guide break, foot retraction issue and difficult to remove appear to be related to user technique and/or an interaction with patient anatomy. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional angiogram. Reportedly, during foot retraction, the proglide caught on calcium and the proglide black tip broke, but yet remained intact in one piece. The proglide was surgically removed. Hemostasis was achieved with surgical suturing. The physician is reported to be trained in the use of the proglide device. No additional information was provided.